Event description:
(B)(6) in (B)(6) sold me a membership. After tanning 4 times I realized a skin rash started on back. I noticed while tanning the beds were filthy under the lip of the glass and the fans that blow in your face were full of dust and dead flies were under the glass of the bed. I also was not given eye protection upon entering the room to tan.